Event description:
Additional information was received from the patient. They stated that they had spoken with their hpc on (B)(6) 2023. When asked what the cause of the issue was they stated that it had been caused by a need for program change. They stated that the steps taken to resolve the issue included keeping track of their increases and staying in touch with the manufacturing representative. The issue had been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient reported that the therapy is not providing benefit. Patient noticed change about a week ago. No known falls or issues related. Patient reported they had seen their hcp last week and told they they didn't feel anything and hcp reviewed they didn't need to and things were working. Patient reported they are back to having accidents and no control over their flow. Patient doesn't think they communicated this well to their hcp. Patient noted she needs to notify rep/doctor with changes and needs. Patient tried calling rep yesterday and was not successful. Patient does not have access to other programs but increased stim from 0.2 to 0.5 today. On the call patient increased stim to see if they could feel any stim and got up to 3.2 before they felt stim in the battery site and some into the cheek with nothing in bicycle seat area. Reviewed she should contact her doctor to report this and caller noted she will tomorrow after she sees if there is any therapy benefit from it. Will contact rep to provided information as well.